Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for investigation. The reported issue could not be duplicated with functional testing. When the event history log was reviewed, confirmed the reported issue. The downstream occlusion (dso) seal is moderately bubbled. The downstream occlusion (dso) sensor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported the device gave an error: downstream occlusion. It is unknown if there was patient involvement.